Event description:
During an initial implant procedure, high pacing impedance, noise resulting in oversensing and a high capture threshold was noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events of unacceptable threshold, noise and high pacing impedance were not confirmed. As received, a complete lead was returned in one piece for evaluation. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead connector passed insertion testing into the test ICD device and is-4 connector sleeve. Dimensional analysis of the connector boot was measured within the product specifications. Visual and x-ray examinations of the lead did not find any anomalies.